Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. The customer addressed the low bg by drinking a beverage and monitoring their levels. The customer continued to use the pump for insulin therapy.